Manufacturer narrative:
The manufacturer is currently awaiting additional information to be received from the user/ distributor to make a final conclusion. Additional information along with the final conclusion will be provided in a supplemental report.

Event description:
On august 23, 2024, senseonics was made aware of an incident where the user reported having issues with obtaining a stable connection between the transmitter and sensor. The user reported obtaining a good signal strength only when she puts pressure on the transmitter. User mentioned not having this issue in the past. A transmitter replacement did not resolve the issue. The user was redirected to hcp to discuss about next steps, such as removal and replacement of the sensor.

Manufacturer narrative:
The user reported having issues with obtaining a stable connection between the transmitter and sensor. The user mentioned that the issue did not happen before. The signal strength gets better if the user adds pressure on the transmitter. The user uses an over bandage to add pressure on the transmitter. The customer care team tried assisting the user by performing a placement test, but the issue persisted. The issue was escalated to engineering support team who determined that the issue could likely be with the transmitter and issued a transmitter replacement. However, the issue did not resolve even with the new transmitter. The user was then redirected to hcp to discuss next steps such as removal and replacement of the sensor. The user would be visiting the clinic: (B)(6). No further information could be gathered regarding the incident. The most likely root cause of the issue could be sensor inserted deeper than expected. If the depth of sensor insertion is more than usual, the signal strength will get weaker resulting in disconnections with the transmitter. The exact root cause of the issue could not be determined due to lack of information. B4. Date of this report updated to 04 october 2024. G3. Date received by manufacturer updated to 04 october 2024. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.